Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).